Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv was occluded. The following information was provided by the initial reporter: it was reported by customer that medication had not infused and was not pulling medication from secondary tubing. Verbatim: rn hung ancef, later noted antibiotic bag still full. Tubing was unclamped, but medication had not infused. Rn attempted to resend order from mar to run antibiotic, but pump was not pulling med from secondary tubing.

Event description:
It was reported that as lvp 20d 2ss cv was occluded. The following information was provided by the initial reporter: it was reported by customer that medication had not infused and was not pulling medication from secondary tubing. Verbatim: rn hung ancef, later noted antibiotic bag still full. Tubing was unclamped, but medication had not infused. Rn attempted to resend order from mar to run antibiotic, but pump was not pulling med from secondary tubing.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that medication had not infused and was not pulling medication from secondary tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 21026726 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.